Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient receiving unknown intrathecal medication at unknown conce ntration/dose for malignant pain. The company rep reported that the patient was hearing alarm starting yesterday. When pump was read it showed it had reset to min rate mode. Alerts also showed a pump memory error, however the only log since yesterday was an 07 log indicating pump had changed to min rate. The company rep stated patient had been having radiation treatments and was having one at the time it reset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was in the ER (emergency room) in withdrawals and the company representative was paged to see the patient. The actions taken to resolve the issue was the pump was reprogrammed to the original rate at the physician¿s request.